Manufacturer narrative:
A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The lens remains implanted. No determination can be made without physical evaluation of the complaint sample. Per the instruction for use (IFU): company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the cataract surgery with intraocular lens (iol) implant procedure, iol found to have deposits on it. Health care professional was able to aspirate the material. It was stated that presumably, some material detaches from the lens during shooting and then lies down on the front surface. Additional information has been requested and received stating after implantation, slight scratches were visible on the iol optics. This was polished out using the bimanual surgical technique. The surgery was also completed on the same day. There was no harm to the patient and no intervention was needed. The patient was not hospitalized for the event and no patient impairment was noted.